Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site telephone). Type of report in initial emdr must be initial, 30day. However, it was incorrectly submitted.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Esp personnel reviewed the alarm and what troubleshooting steps should be taken the option of lowering the augmentation bars by one or two to desensitize the alarm but only if the alarm persists and becomes a nuisance. He also reviewed the possible affects the option might have on therapy.